Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "radial folds inside the implants", ¿minimal amount of liquid around them". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "radial folds inside the implants", ¿minimal amount of liquid around them". The device remains implanted. Patient reported capsular contracture, baker grade IV, with "pain" and "hardening" and that removal was suggested due to "lymphoma and the recall."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "radial folds inside the implants", ¿minimal amount of liquid around them". The device remains implanted.